Event description:
Threshold high/unstable/unmeasurable, apparent lead fracture. Additional information from the physician indicated the patient had sustained an extremely hard fall which likely was the precipitating event for the break in the wire. The physician did not consider the device to have been defective in any way.